Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 therapy date: september 8, 2023. E3: reporter is a j&j employee. H3, h4, h6: part: 352.040; lot: 8592794; release to warehouse date: 13 sep 2013. Manufacturing site: werk bettlach. Expiration date: n.a; a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned device found that the synream flexshaft has signs of bent at the prongs. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed since it was not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the synream flexshaft would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on september 8, 2023, the patient underwent an orif surgery for a left femoral subtrochanteric fracture. In the surgery, the flexshaft (352.040), head (352.055), and handle (351.150) were assembled and used as a reducer. At that time, the surgeon inserted the reducer without a reaming rod. The surgeon did not notice it and kept proceeding with the procedure, resulting in the head coming off and remaining in the proximal part of the fracture. The surgeon moved the head downwards, using the flexshaft and a guide pin and removed the head from the proximal part of the fracture. The removal of the head was done via the wound that had been prepared for a fixation. Therefore, there was no additional creation of a wound for the removal. The surgery was completed successfully, and the surgical time was extended approximately 7 minutes due to the removal of the head. This report involves one (1) 5.0mm flexible shaft. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).